Event description:
On 4/19/2024, it was reported by a sales representative via phone that qty. 2 of an ar-2372blo knotless ac tightrope button on the tip of the driver came off the driver when going through the clavicle. The case was completed using an ar-8925ss syndesmosis tightrope with more than a 15-minute delay in the procedure. All fragments were retrieved from the patient. This was discovered during an ac joint reconstruction procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, the threaded shaft tip was damaged. No problem found with the button inserter knotless tightrope. The sutures and buttons were not returned. Functional testing was performed, with the threaded shaft returned and the button not attached to the threaded tip, due to the damage to the threads. The most likely cause of the reported failure is user error due to misaligned insertion and prying/leveraging the device during insertion.